Event description:
It was reported that a wireless battery module has a disabled radio. There was no patient incident reported.

Manufacturer narrative:
(B)(4). The wireless battery module was received and evaluated by baxter. Evaluation found the module inoperable due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. The fluid intrusion caused the components to fail, rendering the unit un-repairable. The un-repairable module was removed from service.